Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump data was missing when it was attempted to be uploaded. Tandem technical support found that the pump date was incorrect; cause of incorrect date was not known. Customer continued to use pump for insulin therapy. There was no reported impact to blood glucose.